Event description:
During a premature ventricular contractions procedure, an aortic dissection occurred that did not require any intervention. While advancing the catheter through the descending aorta, difficulty was noted getting past the arch. The catheter was removed and then advancing was tried again. Some high contact force was observed on the catheter on the way up. The team decided to inject contrast to assess the aorta, which revealed a type b dissection to the descending aorta. The procedure was stopped, the patient was stable when they left the lab. The patient was kept overnight at the hospital in the cardiovascular intensive care unit. The physician alleges that catheter movement during the multiple attempts at retro aortic access caused or contributed to the dissection. There were no performance issues with any abbott device.